Manufacturer narrative:
Manufacturer's investigation conclusion: the root cause of the driveline fault was identified in the modular cable investigation (see MFR. Report # 2916596-2024-07229). The submitted log files were reviewed under the modular cable investigation as well. The patient remains ongoing on heartmate 3 left ventricular assist system (lvas), serial number (B)(6). The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specification. The heartmate 3 lvas IFU and the heartmate 3 lvas patient handbook are currently available. Section 7 of the IFU and section 5 of the patient handbook address all system alarm conditions, including driveline power fault alarms, as well as the appropriate actions associated with each condition. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was additionally reported that the system controller and modular cable were exchanged. The exchange resolved the issue and the patient was stable.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient experienced a driveline power a fault on 09aug2024. The system controller and modular cable were exchanged but it was unknown if exchange resolved the faults.